Event description:
In (B)(6) 2024 I received urolift implants and part of my bph (benign prostatic hyperplasia) and prostate cancer diagnosis. These implants were supposed to reduce the bph symptoms and act as the markers for my radiation treatment. Everything was going fine until around (B)(6) 2024 when I noticed an overnight change in my urine stream and pain in the affected area. This continued to get worse through the end of my radiation treatment and into (B)(6) 2024 when I made an appointment with my urologist to discuss the issue. The issue continued worsen through (B)(6) when my urologist put in a foley catheter to relieve a near complete blockage and schedule and ultrasound. At my appointment in (B)(6), it was decided that he would perform a surgery to help relieve the symptoms. The surgery was (B)(6) and after the surgery and again in follow up appointment, we discussed how the urolift implants had migrated and caused the blockage. The required surgery left me with chronic pain and permanent urinary incontinence.